Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no pt harm.

Manufacturer narrative:
Pr#: (B)(4). Pt info was requested and the customer refused, reporting the info is confidential.

Manufacturer narrative:
The blower assembly was returned to philips rica for failure investigation, it was tested and it failed. The reported complaint of a noisy blower & blower temperature high code 1122 was duplicated. This blower assembly was returned to the blower supplier for further analysis. The determination could not be made that the device failed to meet specifications, and the device is used for treatment. The v60 ventilator was not in use, and there is a relationship of the device to an adverse event.

Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.